Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the pump was returned with the contrast button on the keypad inoperable. All other keypad buttons responded intermittently. During testing, it was observed that the keypad was peeling off. The keypad was removed and there was contamination found under all the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that all of the keypad buttons were under-responsive. It was noted that the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.